Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Despite requested, no information on further steps have been received.

Event description:
The user's hearing performance with the device is affected. The user visited the clinic because he abruptly stopped responding to sounds with the device re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user visited the clinic because he abruptly stopped responding to sounds with the device. There was no reported trauma, accident, swelling or redness at the implant site. There are also no other medical problems reported. The user had benefit with the device before.the user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user visited the clinic because he abruptly stopped responding to sounds with the device